Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient is experiencing random pocket heating. The sensation occurs regardless of stimulation being on or off. The patient also reported that the sensation occurs during charging sessions; however, it has happened when not charging as well. The patient is currently working with her physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.